Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and lymphadenopathy.

Event description:
Patient reported "rupture" and "pain". Later healthcare professional reported "swollen lymphnodes" and "siloconoma". This record is for left side. The device remains implanted.